Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pro pen needles failed to deliver insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the patient says she has been having problems with product 320561 for a year. Many batches are affected. No insulin or hardly any insulin comes out. Currently she has the above mentioned batch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pro pen needles failed to deliver insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the patient says she has been having problems with product 320561 for a year. Many batches are affected. No insulin or hardly any insulin comes out. Currently she has the above mentioned batch."